Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working and all buttons were randomly working. The customer¿s blood glucose was unknown. Troubleshooting was done for keypad anomaly. Customer reported that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the issue occurred every time when they tried to use the insulin pump. Customer was advised to remove the battery and replaced it with fully charged battery. Customer stated that they changed the battery and buttons were started to respond but hesitate to respond. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response, problem isolated to the keypad assembly. Unable to verify unexpected battery power loss and perform the self test, displacement test, sleep current measurement and active current measurement due to no button response.